Event description:
It was reported, the patient had a loss of therapeutic effect/stimulation. It was reported that the patient's system had not used their system in over a year because it "just didn't work". It reported, the patient had an unrelated infection of spinal fusion instrumentation and was going to have the system removed while she was at the surgical suite. It was noted, the implantable neurostimulator (ins) and leads were not infected. It was noted, the patient would require MRI moving forward. The system was explanted.

Event description:
It was reported the patient had a loss of therapeutic effect. It was reported that the patients system had not used their system in over a year because it "just didn't work." It reported the patient had an unrelated infection of spinal fusion instrumentation and was going to have the system removed while she was at the surgical suite. It was noted the implantable neurostimulator (ins) and leads were not infected. It was noted the patient would require MRI moving forward. The system was explanted. It was reported the patient had been discharged form the hospital and was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).